Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the user had exchanged the introducer sheath with the angio-seal device sheath. As the operator inserted the angio-seal device into the sheath, he found resistance and was not able to push the angio-seal further. He suspects the angio-seal collagen or anchor was stuck at the sheath hub. He decided to remove the whole system including the sheath and proceeded with manual compression. Hemostasis was achieved and the patient was reported to be safe. The patient was reported to be stable with no complication. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 14jan2021. The procedure performed was an angiogram. A 6fr sheath was used. A pre-deployment angiogram was not performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for insertion difficulty of the carrier tube into the sheath since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.